Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed by the technical assistance center (tac). Based on the results of the investigation, the most probable cause of the malfunction was failure to follow instructions. The customer contacted olympus technical assistance support (tac) via phone. The technical assistance center (tac) provided remote troubleshooting and advised the customer to connect the serial digital interface (sdi) cable to serial digital interface (sdi) input 1 on the oev-262h monitor and set port a on the monitor to serial digital interface (sdi) 1. Technical assistance center (tac) then instructed eric to move the cable to serial digital interface input 2 and switch port a to serial digital interface (sdi) 2. The image subsequently displayed correctly on the monitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue was found during an inspection for use procedure. There were no reports of patient involvement.